Event description:
A us distributor contacted zoll to report that a patient had pre-existing wounds under the back therapy pads of the lifevest equipment. It was reported that the lifevest was pressing against the areas. There was no alleged device malfunction contributing to the irritation. The patient¿s nurses applied dressings to the skin irritations. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.